Manufacturer narrative:
D10 concomitant products: gia8048s - gia8048s gia 80-4.8sgl use reload stap, lot# p3h0757 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an abdominal procedure, while firing, the device jammed/froze after the first few staples. The surgeon was unable to mount the push button despite normal conditions of use. A new reload was used with the same handle, but the same issue occurred. The surgeon replaced the devices and used a new stapler to resolve the issue. There was no patient injury.